Manufacturer narrative:
The insulin pump was received with a blank display due to a corroded battery cap contact. The pump was tested with a good battery cap. The device was received with normal operating currents. No blank display occurred during testing. No damage was found on the lcd isolation tape. The following physical damage was also noted: a cracked case at a display window corner, cracked reservoir tube lip, minor scratches on the lcd window, and cracked battery tube threads. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had a blank display anomaly while programming a bolus. The patient's blood glucose at the time of incident was 78 mg/dl. Troubleshooting was initiated for the blank display. The customer did not recall any significant events leading to the blank display issues. The customer confirmed that the battery compartment, battery cap, and spring did not have any missing, damaged, or corroded components. A new aaa alkaline battery was inserted into the pump and the display returned. The customer was advised that they should receive a new battery cap to rule out the battery cap as the issue, but the customer refused and wanted a replacement pump instead. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.